Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 27/7/2/65 equalizer¿ balloon was used as a touch up balloon for stent graft on an endovascular aortic repair (evar). Upon first inflation of the balloon using a syringe for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).